Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was removed and replaced due to an unspecified issue. No further information was available.

Event description:
New information received on (B)(4) 2019 indicates that a lead fracture had been suspected.